Event description:
Patient's husband spontaneously reports a high pressure alarm. He was concerned it was an issue with the the new pump they received as patient recently had them replaced for maintenance. Patient husband tried to connect the cassette to a pump he knew was previously working. The same high pressure alarm sounded patient husband is going to mix a new cassette to determine if that resolves the issue. Lot number of cassette that was causing issue was 4379821. He will call back if the issue is still not resolved. The reported product fault did not occur while in use with a patient. The product issue did not cause or contribute to patient or clinical injury. The actual device is not available to be returned for investigation. Patient is also refilling medication/supplies to ensure they are able to continue infusion. The infusion is life-sustaining. The event is resolved. This incident nor a pump malfunction have occurred within the past 6 months. Did the reported product fault occur while in use with the patient? - no. Did the product issue cause or contribute to patient or clinical injury? - no. If yes, was any medical intervention provided? Is the actual cassette available for investigation? Did we replace the cassette? ¿ yes, order is being scheduled. Did the patient have additional cassettes they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? ¿ yes. If no, what was the patient instructed to do in able to continue their infusion? Is the infusion life sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Cvs/caremark by: patient caregiver.